Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on closure of laparoscopic promontofixation, the thread broke when the surgeon applied tension with its graspers during a promontofixation on 2 occasions with 2 different surgeons. Used another device to complete the procedure. There was no patient injury.